Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump alarmed unexpected restart alarm and external ram error alarm. The customer's blood glucose was 104 mg/dl at the time of incident. It was reported that the insulin pump was not stored or not in use for an extended period of time. It was reported that the alarm was recurring during normal use. The insulin pump will not be returned for analysis.